Event description:
It was reported that the pilot balloon came off during patient use. There was a patient involvement and no harm/adverse event reported. There was no disinfection or sterilization, and no infectious disease occurred.

Manufacturer narrative:
Month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation summary: one used decontaminated sample was returned for investigation. Under visual inspection we noticed that inflation line was detached from pilot balloon as reported by customer. This issue was escalated to CAPA-000905. A device history record could not be completed as no lot number was received.